Event description:
Boston scientific received information that this device system detected a low shock impedance measurement less than 20 ohms. The patient was brought in for further review. A procedure was performed to view the leads under fluoroscopy and to perform defibrillation testing. The patient's physician elected to continue to monitor the patient. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Only three terminal leg segments (is-1, 66mm; distal hv, 47mm; proximal hv, 46mm) were returned to boston scientific's quality assurance laboratory. Set screw marks were identified on all of the terminal pins (is-1, df(neg), df(pos) and is-1 ring). The seal rings are laid back and one is torn. Cuts were noted in the insulation. The segments were put through and passed electrical continuity testing.

Event description:
Boston scientific received information in mid-november 2015 that this patient had died on (B)(6) 2015. There were no reported allegations of lead malfunction that may have caused or contributed to the patient's death.

Manufacturer narrative:
A save-to-disk was obtained from this patient's model#n141 device which was inservice up until the death of this patient. The last recorded episode occurred on (B)(6) 2015 at 11:21 am. The episode was stored for a ventricular tachycardia rate of (B)(6) bpm and was nonsustained. A review of the trends over a (B)(6) month period prior to the patient's death showed that all diagnostic measurements were in range. Atrial lead impedances were 430-500 ohms, rv lead impedances earlier in the year were in the range of 1235-1450 ohms, with a gradual decline to a range of 990-1200 ohms over the last 3 months prior to death, lv lead impedances of 600-820 ohms, and shock lead impedances of 38-52 ohms. There were no alerts, fault codes, error messages, events, or out-of-range measurements on or near the date of death. It was concluded that there was no reasonable evidence of a device malfunction.

Event description:
.